Manufacturer narrative:
The analyzer serial number is (B)(6). The customer stated that the event occurred when they switched from the standby reagent to the in-use reagent. The customer stated that their qc recovery data was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol ii results for 2 patient samples on a cobas 8000 - cobas e 602 module. For sample 1, the initial cortisol result was >63.44 ug/dl. The sample was repeated on another e602 analyzer and the result was 27.51 ug/dl. The sample was repeated again on the initial analyzer again and the result was 26.94 ug/dl. For sample 2, the initial cortisol result was >63.44 ug/dl. The sample was repeated on another e602 analyzer and the result was 22.34 ug/dl. The sample was repeated again on the initial analyzer again and the result was 21.98 ug/dl.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with foam or air bubbles in the used reagent pack.